Event description:
It was reported that the slitter was noted to be past the use before date during the implant procedure. The slitter was not used and was replaced with a new slitter. The slitter was disposed. No patient complications have been reported as a result of this event.

Event description:
It was reported that slitter was used after the use before date. The product status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.